Event description:
The customer reported that the unit failed to power up on ac or battery power.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up on ac or battery power. The failure was verified and the unit was repaired locally by replacing multiple parts. Due to multiple parts being replaced we cannot determine the cause of this failure. The unit passed all post-servicing testing and was returned to the customer site.